Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device went into backup mode after a failed cyber-security upgrade. Technical support was contacted and a device download was performed to resolve the event. The cyber-security upgrade was not reattempted and the patient was stable with no consequences.